Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that patient arrived for PICC line fitting, fitting without any problems, once the device had been implanted, after the 1st rinse, I noticed blood reflux (despite the anti-reflux valve being inserted), several rinses were then carried out but the problem persisted. Failure of the anti-reflux valve. Need to change the PICC line on the guide. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a valve malfunction is confirmed and was determined to be manufacturing related. One 4 fr single lumen powerpicc solo catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. A microscopic observation revealed no residue or other material within the valve of the device. The valve appeared to be seated within the hub correctly, and no damage was observed on the valve within the luer hub. An attempt was made to flush the returned sample with a 12 ml syringe of water and the catheter was found to be patent to infusion and aspiration. However, when the catheter was filled with water and the syringe was removed, a noise was heard emanating from the hub of the catheter and water was observed to leak out of the distal end of the catheter, indicating the valve was not properly preventing the flow of fluids within the device. The central valve was measured and was found to be out of specification. Photographs of the returned sample were forwarded to the manufacturing site for further evaluation. This complaint will be recorded for future trending and monitoring purposes.